Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to a flattened dome switch on the escape button. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to the unresponsive button. The insulin pump had minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window and a cracked reservoir tube.

Event description:
It is reported that the customer had high blood glucose levels of 315 mg/dl. The mother of the customer reported a button error alarm from the insulin pump. The mother of the customer reported that the customer was unaware that the insulin delivery stopped after the button error alarm. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.